Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was damaged. Customer's blood glucose was 180 mg/dl. Customer stated that he could not read the screen due to scratches on the insulin pump screen. Customer stated that the damage was a normal wear and tear since he works as a firefighter. Advised customer to discontinue use of insulin pump and revert to back-up plan. Insulin pump is being replaced and is expected to return for analysis. Customer also mentioned broken belt clip holster.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot, cracked battery tube threads and scratched reservoir tube window a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.